Event description:
The technician found the caster does not lock in brake. The caster wheel does not move but the caster continues to swivel.

Manufacturer narrative:
The technician replaced all four casters to repair the stretcher.